Manufacturer narrative:
(B)(4). Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified.

Event description:
It was reported that during a lung retrieval, the doctor was very familiar with the tx30g but when he closed the first handle all was fine then he went to fire with the second handle and no staples came out. He removed the device and used another with the same result. He finished the procedure with another device from the retrieval hospital compromising the lung and it not being of any further use. The patient whom was to receive the lung is now on ECMO at p.c. I inspected both devices and both have been fully discharged with one of the tx30g¿s having a staple still lodged in the cartridge. Also, both device packages tore into strips when opened.